Event description:
Patient complained of long standing pain and inability to move knee. On operation poly insert was found to be dislocated posteriorly, and severely worn. Significant osteolysis beneath both tibial and femoral components. Significant grey coloured fibrosis. Marked bone loss evident once prosthesis removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.